Event description:
The patient underwent a planned refill of his intrathecal pump (itp). The patient had been receiving a mixture of bupivacaine 24 mg/ml and baclofen 2,000 mcg/ml. The anesthesia attending physician had injected 25cc of the planned 40cc refill when the patient complained of upper and lower extremity weakness. The refill was stopped and the physician attempted to retrieve the drug that had been injected. The physician was able to get 20cc back but approximately 5cc was not able to be retrieved. An ultrasound of the itp and its pocket did not reveal a fluid collection, making it unlikely this was a "pocket fill" of the itp.the patient was transferred to the emergency department by ems. The patient became unresponsive at some point before arrival to the ed. The patient was immediately intubated upon arrival to the ed and resuscitative efforts were made. The patient was able to be resuscitated and was stabilized. The patient was admitted to the medical intensive care unit. The cause of the patient's hemodynamic instability was a direct intrathecal bolus of medication in some amount. When the patient was deemed able to tolerate surgery, he was taken to the or where the itp was revised. The old pump was removed and a new pump was placed. The old pump was inspected for obvious defects, none were found. The pump was also viewed by a lateral x-ray. The lateral view revealed the "bellows" of the pump were missing, presumably pushed into the mechanical portion of the pump which is not able to be viewed on x-ray. The x-ray image is available. The vendor was made aware and the itp has been given to the vendor for a full evaluation.manufacturer response for intrathecal pump, synchromed ii (per site reporter).======================awaiting necropsy report.